Event description:
On 09/14/2005 - a dental implant was placed on tooth location #30. Subsequently the pt was experiencing paresthesia in the mandibular lip and chin area. - the implant was removed from the pt's mouth. - the clinician was contacted. He stated the implant was removed because of paresthesia in the pt's lower lip and chin area. After the implant was removed the pt's paresthesia improved. The pt is continuing to improve and has slight numbness and sensitivity in mandibular lip and chin area. The pt was reimplanted with a shorter length implant.